Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced heating sensations at the ipg site when stimulation was on. Surgical intervention was undertaken on 26 february 2025 wherein the entire system was explanted to address the issue.